Event description:
The customer contacted stryker to report their device's keypad was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported issue. The keypad was replaced as a proactive measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.